Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they feel "lightheaded and dizzy" and "pulsations" in throat, "kind of a headache", and has fainted at times. Device still in use. No further patient complications have been reported as a result of this event.